Manufacturer narrative:
The patient was not taking dual antiplatelet therapy within 24 hours prior to the event. The patient recovered. The investigator assessed the event as not related to the device and probably related to the antiplatelet medication. Cec adjudicated the bleeding event as barc type 3b and commented worse scenario bleeding. The sponsor assessed the event as possibly related to the antiplatelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was used to treat the lad. Approximately 4.5 months post procedure patient suffered bleeding of the gastrointestinal tract. The sponsor assessed the event as not related to the anti-platelet medication and possibly to the index device.